Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has respiratory tract irritation, dizziness and/or headache, inflammatory response, kidney disease/toxicity and reduced cardiopulmonary reserve. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has respiratory tract irritation, dizziness and/or headache, inflammatory response, kidney disease/toxicity and reduced cardiopulmonary reserve. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. Customer complaint unable to be reproduced. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and scrapped. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.